Event description:
It was reported PICC (B)(6) 2024 PICC inserted, (B)(6) 2024 PICC removed, leakage noticed on (B)(6) 2024 and therefore removed. Total length 46cm, exit site 1cm, secured with statlock. Hole noticed at 4cm. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported PICC (B)(6) 2024 PICC inserted, (B)(6) 2024 PICC removed, leakage noticed on (B)(6) 2024 and therefore removed. Total length 46cm, exit site 1cm, secured with statlock. Hole noticed at 4cm. No other information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-06668 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-06678.